Event description:
Related manufacturer reference number: 2017865-2023-00478, related manufacturer reference number: 2017865-2023-00962. It was reported the patient presented for a device exchange. Prior to the surgery, it was discovered the right ventricular and atrial leads exhibited high capture thresholds and the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the patient was in stable condition and discharged following the procedure.